Event description:
Related manufacturer report number: 2017865-2022-05778. During an in clinic follow up, r wave amplitude variation, oversensing and a loss of capture were noted on the right ventricular (rv) lead, p wave amplitude variation and a loss of capture were noted on the right atrial (ra) lead. Diagnostic imaging was performed and revealed a rv and ra lead dislodgement. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.